Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, a definitive conclusion can not be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If the device is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately three years, three months post implant of this mechanical valve, this valve was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic's device registry for this patient indicates they received a pacemaker and a pacemaker lead following explant of this mechanical valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.